Manufacturer narrative:
This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("both essure in the right side of the pelvis") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient who had essure inserted for sterilization. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: essure insertion details could not be provided, information was not in reporter's facility. It was unknown if the pregnancy occurred less than 3 months after essure insertion. Patient has delivered already a male child on (B)(6) 2016 without any abnormalities. Reporter physician was not who performed essure insertion. Bilateral salpingectomy was performed without finding the essure. X-ray showed essure in pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: pregnancy confirmed. Pregnancy test urine - on an unknown date: pregnancy confirmed. X-ray of pelvis and hip - on (B)(6) 2017: both essure in the right side of the pelvis. (B)(6) 2016 and ultrasound was performed, no result was provided. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had a pregnancy (pregnancy with contraceptive device) diagnosed. Patient gave birth to a male, healthy child. Upon follow-up information, it was reported, that an x-ray performed after delivery showed both essure were in the right side of the pelvis (interpreted as device dislocation into abdominal cavity). A bilateral salpingectomy was performed without finding the essure (x-ray showed essure in pelvis). Both the events are regarded as anticipated according to reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, pregnancy occurred several years after essure insertion. Although device dislocation had been reported, the exact time point and mechanism of this dislocation are not known. Considering the nature of events, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("both essure in the right side of the pelvis") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) year-old female patient who had essure inserted for sterilization. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: essure insertion details could not be provided, information was not in reporter's facility. It was unknown if the pregnancy occurred less than 3 months after essure insertion. Patient has delivered already a male child on (B)(6). Without any abnormalities. Reporter physician was not who performed essure insertion. Bilateral salpingectomy was performed without finding the essure. X-ray showed essure in pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: pregnancy confirmed pregnancy test urine - on an unknown date: pregnancy confirmed x-ray of pelvis and hip - on (B)(6) 2017: both essure in the right side of the pelvis (B)(6) 2016 and ultrasound was performed, no result was provided. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-aug-2017: despite follow up attempts no further information could be obtained. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("both essure in the right side of the pelvis") and pregnancy with contraceptive device ("pregnancy") in a (B)(6)-old female patient who received essure for sterilization. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first, second and third trimesters of pregnancy. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). The patient will be treated with surgery (patient is scheduling surgery to remove essure). Essure treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: essure insertion details could not be provided, information was not in reporter's facility. It was unknown if the pregnancy occurred less than 3 months after essure insertion. Patient has delivered already a male child on (B)(6) 2016 without any abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2017: x-ray of pelvis and hip result was both essure in the right side of the pelvis. On an unknown date: human chorionic gonadotropin result was pregnancy confirmed. On an unknown date: pregnancy test urine result was pregnancy confirmed. On (B)(6) 2016 and ultrasound was performed, no result was provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: essure pregnancy questionnaire was received. Event added: both essure in the right side of the pelvis. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had a pregnancy (pregnancy with contraceptive device) diagnosed. Patient gave birth to a male, healthy child. Upon follow-up information, it was reported, that an x-ray performed after delivery showed both essure were in the right side of the pelvis (interpreted as device dislocation). Both the events are regarded as anticipated according to reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, pregnancy occurred several years after essure insertion. Although device dislocation had been reported, the exact time point and mechanism of this dislocation are not known. Considering the nature of events, a causal relationship between them and essure cannot be excluded. This case was upgraded to incident, as a surgical intervention will be required (and is being scheduled) to remove essure. A product technical analysis and further information are expected.

Manufacturer narrative:
Reporter physician was not who performed essure insertion. Bilateral salpingectomy was performed without finding the essure. X-ray showed essure in pelvis. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure follow-up questionnaire was received. Bilateral salpingectomy was performed without finding the essure (xray showed essure in pelvis). Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had a pregnancy (pregnancy with contraceptive device) diagnosed. Patient gave birth to a male, healthy child. Upon follow-up information, it was reported, that an x-ray performed after delivery showed both essure were in the right side of the pelvis (interpreted as device dislocation into abdominal cavity). A bilateral salpingectomy was performed without finding the essure (x-ray showed essure in pelvis). Both the events are regarded as anticipated according to reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, pregnancy occurred several years after essure insertion. Although device dislocation had been reported, the exact time point and mechanism of this dislocation are not known. Considering the nature of events, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis and further information are expected.